Event description:
Patient with recent triple vessel disease had open heart on (B)(6) 2015, began to have a. Fib. Patient started on cordarone drip on (B)(6) 2015. Drip calculations (rate and dose) were correct. Appears that the medication infused quickly resulting in the patient become hypotensive and hypoxic and went into respiratory distress requiring ventricular support intervention. Possible pump failure. The patients condition deteriorated and the patient expired on (B)(6) 2015.